Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent an ipg replacement procedure for increased programming capabilities. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to the initial MDR in field .

Event description:
A report was received that the patient underwent an ipg replacement procedure for increased programming capabilities. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was experiencing difficulty charging the ipg. Sc-1110-02 (sn (B)(4)) device evaluation indicated that the complaint about the charging issue was not verified. The device was in hibernation mode and fully charged in two cycles, and noted the patient's program was active. The daily battery depletion rate without any stimulation was within the expected range. In low power idle mode without any stimulation, the quiescent current measured within the expected range. The patient's data revealed that the device had been turned on most time. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient underwent an ipg replacement procedure for increased programming capabilities. The patient was doing well postoperatively.